Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was observed to have blood ingression and visual summary analysis of the lead indicated damage at implant. Visual inspection found outer insulation breached and blood ingression, implant damage.

Event description:
It was reported that the right ventricular (rv) lead dislodged within a day after implant. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.